Event description:
During an in-clinic follow-up, myopotential over-sensing and automatic mode switch (ams) were observed on the right atrial (ra) lead. The suspected cause of the event was due to ra lead damage, although not confirmed. Additionally, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that there was suspected insulation damage.